Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was installed on an in-house da vinci robot system to be checked for recognition test. The da vinci robot system successfully recognized the instrument, showing 9 uses left. The pogo pins did not stick and they were not contaminated. Instrument passed electrical continuity test. The instrument was driven and moved intuitively, grips were able to open and close. Additional observations not reported by site were broken pitch cable and misalign tip. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. One grip was also found to be bent, causing side to side misalignment of grips. There was a 0.535 offset at the tips, indicating overloading at the tip. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si cholecystectomy procedure, the fenestrated bipolar forceps instrument was not being recognized by the davinci system robot. No patient harm, adverse outcome or injury was reported.